Event description:
It was reported occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.